Event description:
Customer's mother reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was 508 mg/dl. Customer had run out of insulin that night and started vomiting. She was treated with an insulin drip. She also reported that they had received no delivery alarms. She stated that the drive support cap appeared normal. She found no air bubbles. The insulin pump passed the high pressure test. She stated that the basal rate and bolus wizard settings were correct. Customer was disconnected and had reverted to being treated with manual injections. The insulin pump had also alarmed for errors after it was stored and out of use for an extended period of time. Nothing further was reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.